Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) due to a blood glucose (bg) level of over 500 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.